Manufacturer narrative:
H10: two (2) devices were received for evaluation containing fluid in their bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. The blue winged cap was observed to be securely connected to the flow restrictor without evidence of leak. The exterior surfaces of the samples were observed to be dry. A leak test was performed on the samples by adding green colored water to their bladder. The samples were monitored until the next day and no evidence of leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: this event occurred during an unspecified date of (B)(6) 2021. Initial reporter postal code: (B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a two (2) small volume folfusors leaked from an unspecified location. The was identified during an unspecified process step. There was no patient involvement. No additional information is available.